Event description:
Respiratory therapist-s-were down sizing the tracheostomy for this pt. They were unable to pass the suction catheter. The inner cannula was pulled out and something was observed stuck in it. A second inner cannula was examined prior to placement and it too was occluded. A third inner cannula was found to be patent and this was placed in the pt with no further problems. After procedure was completed, the rt pushed through the first inner cannula what appeared to be a small stone-pebble- and later upon examination by the rm a second smaller stone -pebble- was found. The second inner cannula produced what appeared to be a small dark colored bean. No adverse outcome to the pt.